Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported being unable to test, due to an unspecified error message displayed on his adc meter. On (B)(6) 2019 the customer became nervous and had a headache. He self-treated with a tylenol for the headache and then called an ambulance, which transported him to a hospital. At the hospital a blood glucose reading of 400 mg/dl was received on the hcp meter. Customer was treated with "4 to 5" units of insulin, advised to take aspirin, and provided with a replacement blood glucose meter for home use. Customer further noted that he was discharged from the hospital after 3 hours. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test, due to an unspecified error message displayed on his adc meter. On (B)(6) 2019 the customer became nervous and had a headache. He self-treated with a tylenol for the headache and then called an ambulance, which transported him to a hospital. At the hospital a blood glucose reading of 400 mg/dl was received on the hcp meter. Customer was treated with "4 to 5" units of insulin, advised to take aspirin, and provided with a replacement blood glucose meter for home use. Customer further noted that he was discharged from the hospital after 3 hours. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.